Event description:
It was reported that the patient contacted the doctor stating that the implant was coming out. The doctor advised him wait, however on (B)(6) 2013 the doctor removed the implant which caused swelling around the pallet area of the implant.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis are not available as there was no product returned to the manufacturer. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.